Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/13/2019.

Event description:
The customer reported a dark display and a dull screen. The service technician confirmed the reported issue. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed the user interface assembly had been replaced, and the device performance was verified and the safety was tested.

Manufacturer narrative:
G4: 06feb2020. B4: (B)(6) 2020. A user interface (ui) assembly was returned for failure analysis. Visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. An investigation was performed and the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.